Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 440mg/dl. Reportedly, the pump didn¿t deliver insulin as intended. Customer required the assistance of the school nurse to deliver a bolus to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.